Manufacturer narrative:
Additional device product code: ktt reporter is a j&j sales representative. A product investigation was conducted. Visual inspection: the cortscr ø4.5 self-tap l38 sst (p/n: 214.838s, lot number: 7l43991) was received at us cq. Upon receipt at cq, a hair was noted in the heat seal section of the packaging. Upon beginning the investigation process, the hair was unable to be found again. Visual inspection of the complaint device showed no defects with the device. Dimensional inspection: a dimensional inspection was not performed since it was not applicable to the complaint condition. Document/specification review: relevant drawing was reviewed. No design issues or discrepancies were identified. Investigation conclusion: this complaint is confirmed as the hair was noted in the packaging upon receipt at cq. Since the hair was unable to be found afterwards, the complaint could not be sent for manufacturing investigation. No definitive root cause could be determined based on the provided information, however it is possible the hair was from the manufacturing process. There was no indication that a design issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. A device history record (DHR) review was conducted: sterile part: part: 214.838s lot: 7l43991 manufacturing site: (B)(4) supplier: (B)(4) release to warehouse date: 26.oct.2020 expiry date: 01.oct.2030 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Non-sterile part: part: 214.838 lot: 72p0538 manufacturing site: (B)(4) release to warehouse date: 01 oct 2020 a manufacturing record evaluation was performed for the not sterile lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that a hair was found in the packaging and is on the heat sealed part which means it was done in production. This report is for one (1) 4.5mm cortex screw self-tapping 38mm. This is report 1 of 1 for complaint (B)(4).